Event description:
While servicing the ventilator, the respironics service technician noted a diagnostic code in log history indicating a +24 volt power failure. The customer did not report the occurrence during any previous usage, but when questioned about the diagnostic code found in log history stated that the ventilator had been removed from use on a patient because it restarted. It is unknown if the device alarmed when the event occurred; however, there was no reported patient harm. The respironics service technician was unable to duplicate the reported problem. The service technician replaced the power supply as a precaution. Extended self testing (est) and final testing was performed and all tests passed per operating specifications.